Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a left tka first revision surgery was performed on (B)(6) 2024 due to infection, the patient experienced a recurrence of infection. This adverse event was solved by a second revision surgery on (B)(6) 2025, in which all the implants from the legion revision system were removed. Also, an abundant washing and a wide synovectomy were performed. The current health status of patient is unknown.

Manufacturer narrative:
Corrected data: h6 (health effect - clinical code and health effect - impact code). Additional information: h11 (roi). H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the available information, several factors may have contributed to the reported adverse events. These include the patient's complex left knee history, existing health conditions, and a relatively recent infection, which may not have been fully resolved or could involve a slow-growing or resistant pathogen. Additionally, lifestyle factors such as smoking and obesity may also have played a role. Given these considerations, there is insufficient evidence to conclude that the events were caused by implant malfunction or failure. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified as a possible adverse effect. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, sterilization review, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.